Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). Method: actual device evaluated. Result: wear problem. Conclusions: (B)(4)-device repaired and returned. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(4) 2018 with a concern of control body root brace disconnected. Inspection of the unit was performed on (B)(6) 2018 where the quality control inspector found the following: right/ left brake knob retaining nut cover missing; distal cap - fixed type failed seal integrity inspection; right /left angulation knob play; up/ down angulation knob play; passed wet leak test; passed dry leak test; rubber trim collar severe cut; suction tube mild resistance. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs included the distal case/cap, which was replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user on 15/feb/2018. Parts replaced: o-rings and seals; rubber trim collar; rl lock knob retaining nut cover; distal case/cap.